Manufacturer narrative:
The unit was not evaluated by a ge healthcare representative for the reported fault. The resolution is unknown.

Event description:
The hospital reported the unit had an error message and the unit froze. There was no report of patient injury.